Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid (concentration/dose un known), indicated for non-malignant pain. It was reported that the patient¿s personal therapy manager (ptm) displayed the poor communication icon. It was reported that the ptm does not work with or without an antenna. The patient stated that the ptm is not working, it will power up, but they have not been able to give themselves a bolus since ¿about a week ago¿ (since (B)(6) 2018). The patient reported that they have been in the hospital since (B)(6) 2018 because they cannot get a bolus. The patient also described seeing a battery on the screen. When asked if they had changed the aaa batteries in the ptm, the patient stated ¿yes.¿ no out of box failure reported. A medical/therapy problem associated with small parts was not reported. No patient symptoms were reported. The patient was transferred to repair, and while on the call with repair, the patient confirmed that he was able to give himself a bolus. It was stated that the patient would monitor the ptm and call back if needed. When asked if he knew does and concentration in his pump, the patient stated that he thinks it is "0. 9." No further complications were reported/anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information that reasonably suggests that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician. It was stated that the patient was not hospitalized for not being able to get a bolus, but that the patient was hospitalized for metabolic acidosis which was unrelated to the pump. The physician further noted that the patient does have alzheimer's, so he does get thing confused often. It was clarified that the confused often and the alzheimer's was also not related to the pump. The physician was not sure if the patient could not get a bolus or not and was not aware of any issue with their personal therapy manager. No further information was provided.